Manufacturer narrative:
(B)(4) other, two clips in sheath. According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined. A review of shipping history, batch history, historical trending, and similar complaint trending for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Note: the date of the event is unk. It was reported to boston scientific corp that a resolution clip device was used during a procedure. Pt age, weight, and gender were not provided by user facility. According to the complainant, two clips were present in the sheath. When the first clip was deployed, the second clip immediately followed. The first clip functioned properly and was used to complete the procedure. It was reported that there have been no pt complications as a result of this event.